Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 549 mg/dl and current blood glucose was 218 mg/dl. The customer also reported that, the insulin pump had no delivery alarm. The blood glucose was treated with insulin with an injection and declined troubleshooting for it as customer stated that, it was due to no delivery alarm. The pump was making me nervous. The no delivery alarm was resolved by changing the res and set. Customer reported that, the no delivery alarm did not occur during manual prime and resolved by changing complete reservoir and infusion set. Customer stated that, the set she had on last week was due to be changed when the alarm occurred. Customer advised to change every 3 days and monitor. The device will not be returned for analysis.